Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. Internal file number - (B)(4). Evaluation summary: evaluation of the returned asahi guide wire found that at the distal end approximately 10 mm of it was curved. There was no coil stretching nor coil gap observed, and no notable irregularity was found at the shaft. The diameter was measured and met manufacturing criteria. A review of the device lot history record could not be conducted as the lot information was not provided. A review of the complaint handling database, was not performed because the lot number was not reported. Based on the incident description and analysis of the returned guide wire a conclusive cause cannot be determined for the reported product experience. All guide wires are inspected for quality before shipping. The device is manufactured by asahi intecc. Co. Ltd. Medical divison; however, abbott vascular distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: 3.5 x 15 mm quantum maverick; guide catheter: xb 3.5; stent: 3.5 x 18 mm promus; 3.0 x 18 mm promus. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that during a diagnostic procedure with possible intervention of the left anterior descending (lad) artery, a non-abbott guide catheter and prowater were used and the intravascular ultrasound noted 2 lesions of the mid and mid/proximal lad. The lesion was pre-dilatated with a 3.0 x 15 mm non-abbott balloon to the mid lad; a 3.0 x 13 mm promus was placed at 16 atmosphere (atm). A 3.5 x 18 mm promus was deployed in the mid proximal lad at 12 atm followed by 3 post dilatations with a 3.5 x 15 mm non-abbott balloon. The prowater was in the distal septial branch off the lad. An attempt was made to remove the guide wire, but it would not release from the vessel and could not be removed. Nitroglycerin was given to the patient. The guide catheter was advanced and retracted in an attempt to release the guide wire but it did not release. A 2.0 x 15 mm non-abbott balloon was advanced to the distal lad and the guide wire was pulled back. The guide wire released and was removed from the anatomy without issue. There was no reported adverse patient sequela. Though requested, there was no additional information provided.